Event description:
The tip of the disposable device was hanging off the end of the bed when tiny sparks were seen coming from the tip. The patient was not harmed by this incident at all. Biomed assessment: evaluated all components and found to be functioning correctly and as designed. Recommendations by biomed: adjust speaker so staff can hear when foot pedal is pressed and put light source on standby when not in use. Healthcare professional impression:rn states...I think the doctor taking the vein stepped on the bi-polar pedal by accident and the metal parts in the tip of the device were lined up perfectly at the time causing the tiny spark. No one or anything got burned during this incident. Additional information obtained from the site: power setting was not indicated as they had finished using machine, but had not turned it off.